Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during surgical procedure on (B)(6) 2025, the lead fractured inside of the patient upon removal. A new lead was implanted while the fractured lead remained in the patient. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 during which the fragmented lead was explanted to address the issue.